Event description:
The patient reported that they noticed the implantable neurostimulator (ins) moving around at the end of 2015. It was noted that the patient's weight was (B)(6) in (B)(6) 2015 and went to (B)(6) pounds really fast; they "could watch it fall off." It was indicated that a healthcare provider (hcp) noticed a knot that popped out under her rib that the hcp thought it was cancer; this was unrelated to the device or therapy. It was indicated that the manufacturer representative checked the device in (B)(6) 2015. It was further reported that the patient really had to turn up the stimulation because she was having a lot of problems and had pain she wasn't used to having since (B)(6) 2016. The patient mentioned that they never had to increase their stimulation. It was indicated that the patient increased stimulation to 2.0v on (B)(6) 2016. It was noted that they never had it that high, and could really feel stimulation in the legs. The patient had never felt stimulation prior to this. The patient had appointments with hcps scheduled on (B)(6) 2016. Additional information was received from the manufacturer representative (rep) indicated that when they checked the device on (B)(6) 2016, the movement was more from the skin from weight loss than it was due to the ins. It was noted that the device was working fine. The patient declined any stimulation adjustments, and indicated that the pain was minor and were fine. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had lost weight, gained weight and the ins "fell off the pocket". No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.